Event description:
Philips received a complaint by the customer on the v60 indicating that a 1007 "machine and proximal pressure sensors failed" error occurred after the data acquisition (da) printed circuit board assembly (pcba) was installed. It was reported that there was no patient involvement at the time the issue was discovered. The device was taken out of service. No patient or user harm was reported. The customer called technical support to report that a 1007 "machine and proximal pressure sensors failed" error occurred after the data acquisition (da) printed circuit board assembly (pcba) was installed. The remote service engineer (rse) e-mailed the customer the bench repair document and created a bench repair work order (wo). The investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response, the customer stated that the respiratory department decided not to spend the money to repair this device. It is unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.